Event description:
It was reported that the patient received inappropriate high voltage therapies due to t-wave oversensing. Variable r-wave amplitude was also noted. Lead was capped and replaced with no adverse consequences to the patient; patient was fine.

Manufacturer narrative:
(B)(4).